Event description:
An olympus representative reported to olympus on behalf of the customer that during an unknown therapeutic procedure using this inner sheath, the beak of the distal tip broke off. A secondary procedure was performed to remove distal end. There were no reports of further patient or user harm associated with this event.